Manufacturer narrative:
As the lot number for the device was provided, a lot history review will be performed. The sample was returned to the manufacturer for inspection/evaluation. The investigation is identified for pinhole rupture. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cqf7554 pta dilatation catheter allegedly experienced material rupture. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The age, sex and weight of the patient were not provided.